Event description:
It was reported that pump screen repeatedly blinked off and on during use, causing interruption of actions. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Reportedly, the customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 958 mg/dl with ketones. Customer received intravenous saline and insulin, and treatment resolved issue with no injury or permanent damage identified. At the time of the report with tandem technical support, customer was still admitted to the hospital and declined further follow-up to obtain a release date.